Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an alarm 22 (wake button alarm) occurred. Customer was not using the pump for insulin therapy and there was nothing pressing on the wake button. Customer reverted to an alternate pump for insulin therapy.